Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Rep is with patient today to address reports of shocking and jolting, specifically when bending down. This issue started in march and most recently a week ago. Rep indicated that impedances were normal and expected. Reviewed option of trying to adjust adaptive stim time settings to see if a quicker transition time would work better for her. Rep changed the upright to lying front setting for time and pt will monitor how that works for her. They could not replicate issue in office today. Pt stated they can see settings change on the controller. Ts reviewed that could be possible as there can be delay when changing positions.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the cause of the event may have been positional changes. The actions taken to resolve the issue was adaptive stim was set up. The issue was resolved, adaptive stim helped in the initial set up.